Event description:
The user facility reported that a processing cycle faulted, aborting the cycle. As an employee removed the endoscope from the processor, he received a burn on is forearm. The employee did not seek medical attention; he ran the affected area of his forearm under cold water. The employee observed blistering on his forearm the next day. The user facility reported that the employee did not miss any time from work and is healing well with no sustaining injuries.

Manufacturer narrative:
The operator did not follow the recommended procedure for disposing of unused sterilant after cancelling a cycle; the operator manual states (pp. 3-4) that the preferred method of disposing of unused sterilant is to run a processing cycle. This procedure flushes any remaining sterilant from the s40 container and rinses sterilant from medical devices and the interior surfaces of the processor. The employee was not wearing proper ppe as required in the operator manual which states (pp. 1-2): "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures;" also (pp. 7-13): "recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." The user facility has accepted an offer of in-service which will be conducted in (B)(4) 2012.